Event description:
The report received from the affiliate indicated that a male patient was undergoing stenting of the carotid artery, but the aviator balloon ruptured during the second inflation. The procedure was completed with a same/like product. There were no adverse events to the patient. The product had been stored according to the labeling instructions.

Manufacturer narrative:
The product was returned for evaluation and testing, however, the engineering evaluation is not yet complete. The product is not distributed in the united states, however, it is similar to the united states product. Additional information will be submitted within 30 days from receipt.